Manufacturer narrative:
The customer's report of no ECG signal via pads was not replicated or confirmed. The device was put through extensive testing using a known good multifunction cable without duplicating the report. The multifunction cable and pads used were not returned as part of this investigation. The customer's report of fails self test for defib and pacer functions was verified and the processor/bridge/pace board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrode pads and failed self-test for defib and pacer functions. Complainant did not indicate that there was any patient involvement in the reported malfunction.